Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was an unspecified disconnect issue with the neutraclear needleless connector.

Manufacturer narrative:
Additional/updated information: b.5. Correction on device codes in h6.

Event description:
It was reported that a stick down occurred on the needleless connector. Although requested, no additional information was provided.

Manufacturer narrative:
The customer¿s report that a stick-down occurred on the neutraclear needleless connector was not confirmed or replicated. The mating components that were in use at the time of the customer event were not returned for investigation. The neutraclear connector was determined to be compliant with its specifications. The root cause was not identified.

Event description:
It was reported that a stick down occurred on the needleless connector. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The customer¿s report that there was an unspecified disconnect issue involving the neutraclear needleless connector was not confirmed. The returned connector was visually inspected for obvious damage such as incomplete bonding engagements, cracks/fractures and any other anomalies. Although a divot was observed on the septum due to connection of a mating component, no evidence of damage or anomalies that would have contributed to the reported defect were observed. The mating components that were in use at the time of the customer event were not returned for investigation. Testing of the female and male luer ends of the connect were performed with substituted mating devices. The connections were secure and no unwanted disconnections were observed. The neutraclear connector was determined to be compliant with its specifications. The root cause was not identified.

Event description:
It was reported that a stick down occurred on the needleless connector. Although requested, there has been no impact to patient response or additional event information made available to date.